Manufacturer narrative:
510k: this report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This is report 2 of 2 for the same event. This report is being filed after the review of the following journal article: kadar, a., et al. (2015) "anchor suture fixation of distal pole fractures of patella: twenty seven cases and comparison to partial patellectomy", international orthopaedics, vol. 40 (1), pages 149-154 (israel). This study emphasizes on: to retrospectively compare the functional outcomes and complication rates of as versus pp in distal pole fractures. The patients evaluated on course of this study: between august 2006 to october 2011, a total of 60 patients (26 male and 34 female) underwent fixation surgery. Of these, only 27 patients (12 male and 15 female) with a mean age of 52 years, who underwent anchor suturing technique, were inserted with two types of suture anchors (fastin and panalok, depuy, warsaw, in) in the main mass of the fractured patella. The overall average follow-up time was 37.3 months (range, 12.3-64.5 months) and the average follow-up in the anchor suture group was 32.3 months (range, 12.3-47.2 months). Complications mentioned in the article were: a (B)(6) female patient had implant failure 6 days postoperatively, which required re-operation for partial patellectomy.